Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog was used during endoscope cleaning performed on (B)(6) 2021. According to the complainant, the bristles of the brush came off when they were brushing a re-usable biopsy cap. The bristles were reported to have been removed by flushing. There was no patient involvement with this event.